Event description:
It was reported the customer was currently hospitalized. The customer's blood glucose was over 400 mg/dl. Customer's wife stated the customer was not hospitalized for high blood glucose, but for a fever. The wife also stated the customer became septic. It was also reported the customer's carbohydrate consumption did not match the insulin pump's settings. It was later reported the customer has been over calculating with their bolus wizard and over loading their reservoirs. Troubleshooting did not occur for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.